Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Inspection of the first instrument noted presence of clips in the tube. The jaws were recessed into the tube shaft and the dink marks were missing on the outside of the shaft that keep internal components in place during use. The condition of the instrument precluded functional evaluation. The root cause of the recessed jaws condition can be attributed to an assembly error during the manufacturing of the instrument. A process improvement has been initiated to prevent recurrence of this condition. The second instrument was received partially applied with seven clips remaining. No visual or functional abnormalities were observed with the second instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during normal use, the stapler was not fired and the staple stuck in the jaw. New device use to complete the case.

Event description:
According to the reporter, during normal use, the stapler was not fired and the staple stuck in the jaw.